Manufacturer narrative:
Age at time of event or date of birth: unknown. Sex/gender: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. Visual inspection showed that the lens was received cut in pieces. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the lens condition no further testing was possible. The manufacturing record review was performed. During the manufacturing record review of the production order for this serial number, no non-conformances or assignable cause was identified. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to the patient experiencing halos and glare. No further information was provided.